Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have colon cancer metastasised to brain. The patient underwent brain surgery in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient was hospitalization due to lung infection, difficulty breathing/short of breath, also alleged heart issue related to a bipap device's sound abatement foam. The patient did not report to receive medical intervention. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow up report will be filed. Section h6 was updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging and caused the patient to have colon cancer metastasied to brain,particles in tubing/chamber,burning/smoke/electrical odor,nasal/throat irritation or soreness related to a CPAP device's sound abatement foam.the patient underwent brain surgery in response to the reported event. Customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Health effect- impact code, type of investigation findings and investigation conclusions has been updated.